Event description:
Information was received that during pre-testing of this smiths medical cadd solis vip pump, the pump exhibited "system fault 41,622 occurred 1 0 0 3". No patient involvement reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis for the reported issue of system fault 41622. The reported issue was confirmed from the history log and was able to be duplicated. The motor was replaced to resolve the issue. Other components such as the keypad and overlay were replaced as well. The software was updated, and the sensors were calibrated. The device passed the delivery testing.